Event description:
Customer reportedly received the following blood glucose results on the compact plus system within 10 minutes: 15 mg/dl and 157 mg/dl, and 16 mg/dl and 173 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.